Manufacturer narrative:
The customer reported ¿the secondary infusion of meropenem was visually backflowing into the primary bag". Received from the customer one used primary set model 2420-0007 lot unknown. Attached to the set¿s proximal smartsite was one used secondary set model 11448964 lot unknown. The sets were visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Traces of clear liquid was observed in both sets¿ drip chambers and tubing. The primary set¿s check valve (p/n 630-00327) was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No abnormalities were observed on the sets during visual inspection. Functional testing was performed by filling a lab IV bag with water and attaching the primary set¿s drip chamber spike and attaching the secondary set¿s drip chamber spike to a lab IV bag filled with blue-dyed water. The two IV bags were then set up per bd alaris products secondary set-up tip sheet. The sets reprimed via gravity and it was observed that the blue-dyed water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflowing into the primary bag. Bd tj manufacturing supplier quality was informed. A supplier notification memo was provided and the sample was sent to the supplier. Supplier itw summary: testing of the check valve indicated a failed result per supplier. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. Note: pvc is defined as a synthetic thermoplastic material made by polymerizing vinyl chloride. The properties depend on the added plasticizer. The flexible forms are used in hosepipes, insulation, shoes, garments, etc. Rigid pvc is used for molded articles. Equipment used (visual inspection performed on 10-sep-20) - optical ram-cnc, eq08204, calibration due date: 05-feb-21 the device history record for primary set model 2420-0007 lot unknown could not be conducted because the lot information was not provided. The device history record for secondary set model 11448964 lot unknown could not be conducted because the lot information was not provided. The customer¿s report of backflowing into the primary bag was confirmed on primary set model 2420-0007. The root cause was not definitively determined.

Event description:
It was reported that the as lvp 20d 2ss cv tubing backflowed into the primary bag. The following information was provided by the initial reporter: "nurse reported that secondary infusion of meropenem was visually backflowing into the primary bag".

Manufacturer narrative:
Date of birth: the date of birth is unknown. (B)(6) was calculated based on the patient age and used as a stand in for this date. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss cv tubing backflowed into the primary bag. The following information was provided by the initial reporter: "nurse reported that secondary infusion of meropenem was visually backflowing into the primary bag."